Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). The 3.50x20mm taxus express2 drug eluting stent (des) was unable to cross the target lesion and when the device was removed from the pt is was noted that the proximal edge of the stent was lifted. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good".